Event description:
Customer reportedly obtained the following results on the advantage system: 5:01pm: 42 mg/dl; 5:07pm: 61 mg/dl; 5:09: 203 mg/dl; 5:15pm: 109 mg/dl; 5:18pm: 116 mg/dl. Customer ate and drank juice in response to results and symptoms. No adverse event reported. Requested return or suspect system and replacement was sent.